Manufacturer narrative:
Investigation results: the complaint of needle retraction failure was confirmed; however, the root cause could not be determined from the photographs that were provided for investigation. Both photos showed an insyte autoguard needle and shield with evidence of use. The functionality of the safety mechanism could not be tested since the physical sample was not provided for investigation. As the photographs support the complainant¿s description of the reported event, the complaint was confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter translated from chinese to english: the insertion of the intravenous catheter is completed, but the needle cannot be retracted into the protective sheath when the retrieval button is pressed.